Manufacturer narrative:
Additional information provided from a boston scientific sales representative noted that the device will not be returned for analysis.

Manufacturer narrative:
Upon return and analysis this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) in 3 months after elective replacement indicator (eri) was declared. The device will be explanted and returned. No adverse patient effects were reported.